Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital for pancreatitis atrial and ventricular loss of capture resulting in pacing pauses greater than two seconds was observed via telemetry. Threshold measurements on the left ventricular (lv) channel were noted to be the same as the programmed output. Threshold measurements on the right ventricular (rv) channel were noted to be the same as the programmed output; however, measurements were 3.0v @ 0.6ms instead of 3.9v when the test was performed slowly. No noise events were stored and could not be produced during troubleshooting. A boston scientific technical services consultant documented and discussed adjusting the safety margin and programming off right ventricular automatic threshold (rvat). No adverse patient effects were reported.